Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the comb was damaged and carrier guide damaged and worn and the comb and guide were replaced and resolved the reported issue. It was noted that the device has not been regularly returned for annual pm device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that there was no pressure between the roller and the plate - the graft is not perforated. Investigation found the comb was damaged. No adverse event was reported as a result of this malfunction.